Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped after performing 2-3 compressions and powered off after displaying an unknown error message was confirmed in the archive data and during functional testing. Based on the archive data, the autopulse platform had displayed user advisory 12 (lifeband not present) messages several times around the customer's reported complaint date. If a user advisory is not cleared, the autopulse platform powers off, per design. The ua12 advisory message was replicated during functional testing. The root cause of the ua12 advisories was that the platform's belt clip detection switch lever was not parallel to the switch block. Initial functional testing failed due to the ua12 advisory message displayed upon powering up the platform, as observed in the archive data, confirming the reported problem. Troubleshooting the problem revealed that the belt clip detection switch arm was loose and off the parallel position with the switch block, triggering the ua12 advisory message. The belt clip switch arm was adjusted to remedy the fault. Subsequently, the autopulse platform passed further functional tests with no issues. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6)) stopped after performing 2-3 compressions, displayed an unknown error message, and powered off. The customer couldn't recall the error displayed on the platform's screen. The crew used another fully charged battery to troubleshoot the issue, but the same failure happened again. The patient's status information was requested, but the customer did not provide a response. When the crew was back at the station after the event, they tested the autopulse again, and the platform worked normally.